Event description:
It was reported that the customer had dropped alaris, searched unit for any physical damage and none was found. Checked system errors when plugged into pcu. Error 241.4140 was displayed for (B)(6) 2022. Using alaris system maintenance software, checked analog sensors and patient side sensor had no voltage which was resolved with replacement of sensor and ran through functions test. Device passed functions test and wo completed. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.